Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2015-correction to brand name, common device name, model #, and PMA/510(k) #. Correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime associated with a low, non-zero force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications.